Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Representative on behalf of healthcare professional reported "rupture." This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification to b3 date of event: partial date july 2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b1, b3, d9, h3, h6, h11.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-abbvie device.